Event description:
It was reported that there was a sudden threshold raised on the (B)(4) study. The lead is still in use. No patient complications have been reported as a result of this event. It was reported that the right ventricular lead had a sudden rise in threshold. The patient is a participant in the (B)(4) study. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.